Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qampcq and no non-conformances related to the reported complaint condition were identified. Investigation summary: upon visual inspection of the one picture received to ethicon inc for evaluation, it was was observed three overwrap packets and needles that appears to be broken in a plastic container product code w739. The picture is not clear to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional information was requested and the following was obtained: how was procedure successfully completed? As per surgeons¿ feedback, broken pieces were safely removed and the surgery completed successfully note: events reported in 2210968-2021-09473, 2210968-2021-09474, and 2210968-2021-09475

Event description:
It was reported that a patient underwent a hemicolectomy on (B)(6) 2021 and suture was used for closure of the rectus sheath. During the procedure, the needle got broken. The needle fragments were removed safely. There were no adverse patient consequences reported. No additional information was provided.